Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If relevant additional information becomes available, then a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because it was stated that the animal damaged the patient line, which is use error that can cause system error 2240 alarms. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 2 of 4 on the homechoice (hc). The caregiver (cg) checked in on the home patient (hp) and noticed that the patient line was leaking. The dog had chewed on the patient line during drain 2 of 4, causing the se 2240. The technical service representative (tsr) explained the se 2240. The hp disconnected and capped off. There would be no further therapy for the night. The tsr referred the cg to the on call nurse for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.